Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 8 mmol/l. After troubleshooting and inserting new battery, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, a white spot was noted on the top left corner of the display due to corroded electronic assembly.